Manufacturer narrative:
(B)(4).

Event description:
The pt experienced increased tone, high fevers and increased irritability. He was admitted into the hospital on (B)(6) 2010 to rule out baclofen pump infection. The pt was diagnosed with meningitis shortly there after. The pump and catheter were subsequently removed. From (B)(6) to (B)(6) the pt was treated in the pediatric intensive care unit for meningitis. He was discharged home with home care support on (B)(6). In early (B)(6) 2010, the pt was re-implanted with a new device system. The medication being delivered via the device system was baclofen.